Manufacturer narrative:
The insulin pump was received with button error alarm due to moisture damage keypad traces. No moisture damage on electronics noted during testing. The insulin pump had missing endcap sticker. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that they received a button error alarm. The customer reported that the insulin pump was exposed to sweat. The customer's blood glucose was 37 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.